Manufacturer narrative:
Upon review of instrument images and log files, it appears that samples (B)(6) and (B)(6) were in the same rack and position. There was a warning that the lis responded with a no order found for sample (B)(6). Sample ID (B)(6) is the sample that is in question. Review of the batch files shows sample ID (B)(6) from batch 8749 typed as o negative and sample ID (B)(6) from batch 8758 typed as a positive. From review of the images it appears that the instrument sees these as two different samples- the first sample (from batch 8749) is icteric and the second sample (batch 8758) is not. Customer states that sample ID (B)(6) is historically o pos. The patient is a (B)(6) patient who was transfused at another facility with o negative cells, which is why the type is now o neg. Customer states that the sample tubes could not have been switched inadvertently. Immucor will continue to investigate this issue.

Event description:
Customer reported a group and type discrepancy on the echo instrument. A patient sample was typed by the echo as o neg. The sample was re-tested on the instrument and by manual method and resulted as a positive.